Manufacturer narrative:
(B)(4). (B)(4). The device was taken to the biomed lab where it was reported that the unit displayed "pcv not reached" message prior to performing the internal visual inspection of the equipment as it ventilated. There was negative pressure on the bar graph as the pressure bar drop down showing yellow (negative pressure). Biomed performed an internal visual inspection of the motor pump and connections with no issue found. The unit is currently ventilating in the biomed lab with no issues. Covidien technical support engineer (tse) recommended that the control board pcb and motor pump be replaced if the issue continued.

Event description:
It was reported that during patient use the ht70 ventilator displayed a motor fault warning message and device alert. The service provider noticed the unit power off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.